Event description:
Customer reported the unit beeps and continues to spin and the lid pops up. No injury or change to pt management was reported by the customer.

Manufacturer narrative:
Statspin centrifuge reporting that the lid "pops" open while the unit is still spinning. No injuries were reported.